Event description:
The iliacs were calcified, stenosed and relatively narrow. The main body stent graft was introduced from the right side. Efforts to cannulate the contralateral iliac was difficult. There was some tortuousity in the vessel. A decision was made to convert to an aortouni-iliac graft. The contralateral iliac was occluded and a fem-fem bypass was completed. The patient is doing well after this procedure.